Manufacturer narrative:
Pt age and weight: unk. Implant and explant dates: na. Results code(s): (operational problem): visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon was loading a 13.7mm micl13.7 implantable collamer lens, -13.0 diopter, and noted the lens was torn. There was no patient contact and the backup lens was implanted. The reporter stated it was unknown if the lens was received torn or if the lens was damaged during loading. The reporter stated the event was not due to a loading error.

Manufacturer narrative:
Conclusion: (unable to confirm complaint). (B)(4).